Manufacturer narrative:
The device was returned and evaluated/investigated, and the customer¿s allegation of screen sandstorm was not confirmed. Additionally, device evaluation found video connector contact failure. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. During device investigation, the reported issue could not be reproduced, and the root cause could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the hd 3cmos autoclavable camera head encountered screen sandstorm. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was not reproduced, and a root cause could not be identified. However, it was noted that there was a crack on the side of the video connector, indicating that an impact has been applied. A probable cause could be a temporary failure of the video-jack but could not be confirmed. It has been over 2 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.